Event description:
It was reported by the patient that, "in late 2006, the patient fell and suffered a broken hip and consequently had a total hip replacement the same month. From that day until late 2008, the patient was in great pain as a result of a loose prosthesis. It was further reported that, "the prosthesis kept twisting in the patient's leg with every movement causing her great pain and discomfort. Patient had another surgery the same month."

Manufacturer narrative:
The information in this file was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available, due to the ongoing litigation.